Event description:
Ever since implantation with pt's cochlear implant, this pt has experienced facial nerve stimulation with no auditory perceptions. Several reprogramming atte,pts were made with no success to alleviate this problem. The pt's heath care team recommended reimplanting the contralateral ear. The surgeyr took place in 2005.